Event description:
According to the reporter: the inner cannula of the trocar broke when an instrument was inserted. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).